Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the universal chuck was tightened down over the intended reaming rod ball tip. However, it was tightened too much to allow for it to release the wire. This is was discovered before the insertion of the ball tip wire into the femur. There was no surgical delay. The procedure outcome was unknown. There was no patient consequence reported. This report is for one (1) universal chuck. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 03.043.001. Lot # 20013101. Release to warehouse date: 10 nov 2020. Manufacturing site: selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the universal chuck (part #: 03.043.001, lot #: 20013101) was received at us customer quality (cq). Visual inspection of the complaint device showed the reaming rod (part #: 351.706s) stuck in its jaws. No other defect was observed. Functional test: a functional assessment was performed with the returned device. The received devices were unable to disassemble as the reaming rod was stuck in universal chuck. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: no dimensional inspection was performed due to the received condition of the device. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the universal chuck was received with the reaming rod stuck in its jaws. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.